Event description:
It was reported that, noise resulting in oversensing causing pacing inhibition was observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable and will continue to be monitored.